Event description:
The customer reported that the systems key would not hold in position to allow fluoro. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The key switch was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.